Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2012. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor developed a fracture due to flex while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to (B)(6) blood cultures of (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.